Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reports that the holding sleeve was returned with very minor wear on the threads and some oxidation on the etch. The holding sleeve functions as intended. There was not any noticeable chipped or broken metal on the tip of the threaded region. It is not clear why the holding sleeve would not engage the screw during this particular complaint, therefore there is not a relevant risk to reference this complaint to. The holding sleeve functions as intended and therefore this complaint is deemed invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
It was reported that while the surgical team was attempting to load the screw prior to a posterior lumbar fusion, the screw would not advance. The screw was removed and the driver was inspected. It was noticed that metal was breaking off the tip of the driver. Another driver used for the procedure. There was no patient involvement. (B)(4).